Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for the repair at olympus (B)(4), it was found the power cord receptacle damage of the subject device. There was no patient injury associated with this report.

Manufacturer narrative:
The subject was returned to olympus (B)(4) for evaluation but has not returned to omsc. Olympus (B)(4) checked the subject device and confirmed the reported phenomenon. It was found a need the replacement of its power cord receptacle. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus australia, omsc concluded that this phenomenon was attributed to the degradation of the subject device or the user handling. Since 10 years have been passed since it was manufactured, the power cord receptacle might have deteriorated and damaged due to repeated use for a long period of time, or the power cord receptacle might have been damaged due to a strong impact such as dropping or hitting a hard object by user handling. If additional information becomes available, this report will be supplemented.